Event description:
Customer's wife stated that husband received a sensor error. Sensor not communicating with insulin pump. Customer had his settings changed two weeks ago by physician. During the physician visit, the blood glucose reading was 200 range. Customer has experienced low blood glucose readings at work. Customer works 12 hour shifts. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).